Event description:
It was reported that an ilet displayed a prompt to fill tubing and the touchscreen was unresponsive at the press-and-hold confirmation step, after which the user restarted the device through the ilet mobile app and normal operation resumed, indicating a key/button responsiveness issue involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with a key or button unresponsive condition localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.